Event description:
The report received from the (B)(4) study indicated that the patient experienced an ischemic stroke approximately one month after the index procedure characterized by left hemitaxia. During the study index procedure for carotid stent implantation, the patient experienced a neurological event of transient ischemic attack (tia) that occurred during post-dilation with an aviator plus balloon catheter. A precise 8 x 40 stent was successfully implanted in the bifurcation right common carotid artery target lesion. The event was characterized by behavioral change. No intervention or emergent cea surgery was necessary due to the reported event. The onset of the event was sudden. The event was unrelated to a cordis device or anticoagulation and was related to the procedure. The event lasted less than twenty-four hours. The patient¿s recovery was full with no residual deficit. The patient was discharged two days after the procedure. The bifurcation right common carotid artery target lesion was reported to be: an 85% stenosis, 25 mm. In length, absent of thrombus, 7 mm. Reference diameter, moderately calcified, mildly tortuous, eccentric, and ulcerated. The residual stenosis was 0%. The lesion was not pre-dilated.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15812076 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
As reported, the patient experienced an ischemic stroke approximately one month after the index procedure for precise 8 x 40 carotid stent implantation. The event was characterized by left hemitaxia. During the study index procedure for carotid stent implantation, the patient experienced a neurological event of transient ischemic attack (tia) that occurred during post-dilation with an aviator plus balloon catheter. A precise 8 x 40 stent was successfully implanted in the bifurcation right common carotid artery target lesion. The event was characterized by behavioral change. No intervention or emergent cea surgery was necessary due to the reported event. The onset of the event was sudden. The event was unrelated to a cordis device or anticoagulation and was related to the procedure. The event lasted less than twenty-four hours. The patient¿s recovery was full with no residual deficit. The patient was discharged two days after the procedure. (B)(4): the product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15812076 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Based on the information provided, it is not possible to draw a conclusion about a relationship between the device and the event. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.